Event description:
New information received notes patient had presented with pneumonia. Blood cultures indicated systemic infection that was treated with antibiotics. Infection was not related to the device or procedure. Patient was fine before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. No further information available.